Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The evaluation into the packaging issue has been completed. The cause of the packaging issue was not determined since neither the product nor images of the package were returned. This report is being filed as part of a retrospective review of historical records.

Event description:
Customer used pump after set expiry date but before components expiry dates. Labelling issue but no harm done to the patient. Reportable due to packaging issues.